Manufacturer narrative:
H6 investigation conclusions code 22 added.

Manufacturer narrative:
Date of event will be estimated as 09/01/2022 as the study occurred between september 2022 and september 2023. The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The investigation was unable to determine the cause for the reported poor imaging results. In this case, it is possible that poor performance was achieved from purging contrast through the catheter prior to imaging, catheter damage occurred, the type of contrast/media used was inadequate, or it the optical connector of the catheter became dirty during handling; however, these conditions could not be confirmed. The reported patient effects of unstable angina, coronary artery spasm (vasoconstriction), abnormal heart arrhythmias (tachycardia, bradycardia, and ventricular fibrillation), and occlusion are listed in the dragonfly optis instruction for use as known complications that may occur as a consequence of intravascular imaging and catheterization procedures. In this case, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature attachment: article title: "investigations of injection strategies to use heparinized normal saline instead of contrast media for intracoronary optical coherence tomography imaging."

Event description:
The article is a study to assess saline used in optical coherence tomography (oct) procedures, to generate higher-quality images. The secondary endpoint was to create a protocol for saline injection into the coronary artery depending on visual angiographic diameters of the vessel and to assess angiographic features that would be useful in identifying anatomical angiographic parameters to obtain good-quality oct images. 32 patients were included in the study. The ilumien optis system and the dragonfly imaging catheter were used in the procedures. Poor imaging occurred with use of the optis system wand dragonfly catheter. The following adverse events were reported to possibly being related to the dragonfly catheter and or an extension catheter. Electrocardiogram changes, st elevation, chest pain, bradycardia, ventricular tachycardia, ventricular fibrillation, occlusion, vasoconstriction, and intervention. Ventricular fibrillation, occlusion, and additional intervention/cardioversion. The study concluded heparinized saline injections are effective in generating good quality oct images. Details are listed in the attached article, titled "investigations of injection strategies to use heparinized normal saline instead of contrast media for intracoronary optical coherence tomography imaging."